Event description:
It was reported that after dilating a calcified lad lesion, a dissection occurred. A stent procedure was performed following the dissection. The stent deployed was unsuccessful. The pt was sent to surgery for repair of the dissection. The pt was reportedly stable post operatively.